Manufacturer narrative:
Flow sensor circuit board was suggested to be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit was displaying an alarm for 'ventilator failure' there was no reported patient involvement.